Manufacturer narrative:
Unique device identification (UDI): (B)(4). The certas valve was returned for evaluation: device history record - was not possible as the lot number was unknown failure analysis - the valve was visually inspected; a needle hole was noted in the needle chamber. The valve was leak tested: leaked from the needle holes in the needle chamber. The valve passed the test for programming, occlusion, siphon guard, reflux and pressure. No root cause could be determined as the technician could not confirm the problem reported by the customer at the time of investigation. The possible root cause for the valve to underdrain could be due to partial occlusion of pathway of flow that may cause ¿pressure control is not as expected by the physician¿. But at the time of investigation, no occlusion was noted.

Event description:
N/a

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported poor flow of a certas valve. The valve was implanted via vp-shunt on (B)(6) 2020. An initial setting was unknown. After implantation completed, it was observed enlarged head size and swelling of the anterior fontanel and poor flow was found. The setting was changed a few times and poor flow did not improved. Therefore, it was replaced with a new valve (chpv) on (B)(6) 2020. After removing the valve. The flow of the valve was checked, and it could not be confirmed.